Event description:
It was reported that t:slim x2 pump battery would not charge, pump screen remained dark, and charging connection was not recognized despite using different wall adapters and charging cables. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, instructed customer to place malfunctioning pump into storage mode before return, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return original pump using prepaid shipping label within specified time frame.